Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer treated the high blood glucose with manual injections. The customer explained that she had not received insulin from the insulin pump for the past four hours. The customer stated she needed to change the infusion set as well. The customer declined troubleshooting for the high blood glucose because she had already done so before. The customer was assisted with filling the reservoir, rewinding and then priming the infusion set. The customer was advised to call back if further issues with her blood glucose occurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.